Event description:
Nurse went to check on a pt and looked in the bed and her urinary catheter was laying in the bed. This is a labor patient who has a urinary catheter because she has an epidural and was unable to get out of bed at this time. The catheter tip was missing but the rest of the catheter was intact. Physician was notified and an us was done; no tip was seen. Physician stated she would order a consult with a urologist after pt delivers. Cystoscopy performed without finding evidence of retained catheter / foreign bodies.